Manufacturer narrative:
H10: the customer replaced the da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the remote service engineer (rse) on the v60, indicating that while troubleshooting with the customer that it was observed that there are spi bus (2 or more consecutive calibration errors: 1106, 1107, 1110, 1113, 110e, 110f) failure error codes: calibration error flow: 110e (post) check vent: air flow sensor calibration data error 110f (post) check vent: o2 flow sensor calibration data error calibration error pressure: 1106 (post) check vent: machine pressure sensor calibration data error 1107 (post) check vent: proximal pressure sensor calibration data error 1110 (post) check vent: o2 pressure sensor calibration data error 1113 (post) check vent: barometer calibration data error spi bus failure in the event log. It was suggested replacing the data acquisition (da) printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered.